Event description:
It was reported that the patient presented in the clinic during follow-up. The device exhibited post-paced t-wave over-sensing via review of stored egm. Programming changes were discussed but not made at this time. No patient symptoms were reported.